Event description:
It was reported that on literature review "can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients", 1 (one) patient sustained a gunshot wound to the distal third of his left tibia and fibula. The fracture was fixed with an unknown intramedullary nail and the patient presented five months later to the reconstruction section with an infected pseudarthrosis and a foreign body remaining in the soft tissue. He was revised with intramedullary reaming, extraction of the foreign body, application of gentamycin, and fixation with a taylor spatial frame. He was followed with plain film x-rays and was fully weight bearing and painless. However, a CT scan showed a hypertrophic nonunion. After 246 days from the original operation, he was revised with an osteotomy for lengthening of the tibia proximally, bone grafts, and compression/stabilization of the nonunion, without removal of the original tsf. He had the tsf removed at 417 days and commenced dancing lessons.. No further information is available.

Manufacturer narrative:
Lundblad, h., karlsson-thur, c., maguire, g.q. Et al. Can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients. Eur j orthop surg traumatol 31, 349¿364 (2021). Https://doi.org/10.1007/s00590-020-02776-2 h10: internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.